Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the supplied images, the information provided and without the device to analyze, a cause for the reported unintended movement of the clip opening while locked resulting in partial clip movement (migration) associated with loss of leaflet stabilization could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This report is being filed as the clip arms opened while locked and was unstable on the leaflets. Crd_947 - repair mr ide study. Patient ID: (B)(6). It was reported that on 18-dec-2023, the patient presented with severe degenerative mitral regurgitation (mr), an enlarged left atrium, and posterior leaflet flail. The mitraclip was implanted, and deployment performed. Reportedly, after deployment, there was spontaneous opening of the clip arms without leaflet complete detachment. The clip was reported as unstable while remaining attached to both leaflets. The mr increased and there was a loss of leaflet stabilization and the prolapse remained. As treatment, two additional mitraclips were implanted without further issues. The mr had been reduced to grade 2 and 2+. There was no clinically significant delay and no adverse patient sequela.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.